Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged and was not capturing. Physician attempted to reposition the lead; however, lead was instead explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead 2010-(B)(6); vedr01 implantable pulse generator (ipg) 2010-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.